Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the device check, the power consumption for this pacemaker appeared higher than expected. Data was submitted to technical services for review. Engineering analysis of the battery diagnostics determined the power consumption of this device was steadily increasing, and the power consumption was expected to continue to increase. The battery was depleting faster than expected due to this issue. Technical services recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced in february. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during the device check, the power consumption for this pacemaker appeared higher than expected. Data was submitted to technical services for review. Engineering analysis of the battery diagnostics determined the power consumption of this device was steadily increasing, and the power consumption was expected to continue to increase. The battery was depleting faster than expected due to this issue. Technical services recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that during the device check, the power consumption for this pacemaker appeared higher than expected. Data was submitted to technical services for review. Engineering analysis of the battery diagnostics determined the power consumption of this device was steadily increasing, and the power consumption was expected to continue to increase. The battery was depleting faster than expected due to this issue. Technical services recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced in february. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. The device case was removed to facilitate inspection and testing of internal components. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.